Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The skull clamp has both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts and the unit will need to be machined to have heli-coils added to large starburst threads. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that the unit was in worn condition and had significant movement present in the swivel lock. To resolve the issues, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear and improper maintenance resulting in rotational and lateral movement present in the lock with a residue buildup; requiring replacement of worn internal parts and cleaning. Additionally, the unit is over 6 years old and does not have a service history. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during a posterior cervical fusion procedure, the locking mechanism of the mayfield modified skull clamp (a1059) did not engage which caused a scalp laceration to the patient requiring stiches to close the laceration. There was no surgical delay. The patient was discharged home on (B)(6) 2026.